Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery lip and cracked battery tube threads. No moisture damage inside insulin pump noted.

Event description:
Customer's nurse reported that the customer dropped the insulin pump into a lake and the buttons are not working as they should. It was reported that the buttons on the insulin pump were unresponsive. Customer's current blood glucose reading is 266 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.